Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding.") And genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 3 ((B)(6) 2001;(B)(6) 2005;(B)(6) 2010) and premature delivery. Previously administered products included for prevent pregnancy: implanon. Concurrent conditions included vomiting, fever, enlargement ovary, stomach pain and depression. Concomitant products included etonogestrel (implanon), ibuprofen since 2006 and solpadeine (tylenol 1) since 2006. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2014, plaintiff underwent one or more surgeries to remove one or more of the essure coils) and surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysfunctional uterine bleeding, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: pfs- patient underwent hysterectomy with bilateral salpingectomy for essure removal. Diagnostic results: urine pregnancy test on (B)(6) 2011. Biopsy ~ tissue specimen level v surg path-(B)(6) 2011. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysfunctional uterine bleeding." Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received. Concomitant condition added. Concomitant medication added. Following event: abnormal bleeding (vaginal), menorrhagia were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding.") And genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii, parity 3 ((B)(6) 2001; (B)(6) 2005; (B)(6) 2010) and premature delivery. Previously administered products included for prevent pregnancy: implanon. Concurrent conditions included vomiting, fever, enlargement ovary and stomach pain. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2014, plaintiff underwent one or more surgeries to remove one or more of the essure coils) and surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysfunctional uterine bleeding, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: pfs- patient underwent hysterectomy with bilateral salpingectomy for essure removal. Diagnostic results: urine pregnancy test on (B)(6) 2011. Biopsy ~ tissue specimen level v surg path (B)(6) 2011. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysfunctional uterine bleeding." Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs and medical record received. Events- "did you undergo an essure confirmation test? No" added. Reporter, historical condition added from pfs. Event- "dysfunctional uterine bleeding", concomittant condition added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2014, plaintiff underwent one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.